Event description:
The patient is reportedly experiencing pain, twitching and headaches. Programming adjustments were made; however, this did not resolve the issue. Revision surgery has been recommended.